Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported failure was confirmed. The unit's fuses were replaced.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported the integrated electrosurgical unit (iesu) does not have any power. The customer tried multiple outlets, but the issue remained. The csr had tried a spare power cable, but the iesu would not power on. The site opted to bring in a second vision side cart (vsc) in lieu of setting up a third-party esu. The customer was moving forward with their set up. The procedure was aborted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it did power on without errors. The issue was first identified with ports placed in the patient. The csr unplugged the fiber optic cable from the broken erbe system and brought in another vision side cart (vsc) and plugged in the fiber optic cables to complete the procedure robotically. No patient injury or harm. No patient demographics available.